Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 9x12 scorpio nrg x3 insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device eval: hospital retained.

Event description:
It was reported that the patients right knee was being revised due to a fall and subsequent loosening of hardware. The insert was found to be loose intraoperatively